Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did not alleviate the issue. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).